Manufacturer narrative:
Device evaluation: analysis of the returned device identified: green mold (approx. 40%), opening on anterior and delamination of the plug strap. Microscopic analysis was performed which identified: striated opening on anterior, puncture opening on anterior and delamination 75% total separation. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. A striated puncture assessed as surgical damage like. A delamination total of the plug strap (cohesive failure).

Event description:
Healthcare professional reported a left side deflation and patient concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient concern with the product.

Event description:
Healthcare professional reported a left side deflation and patient concern with the product. The device has been explanted.